Manufacturer narrative:
The lead was explanted, the location of the lead is unknown. As a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if additional information becomes available. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this patient's lead was extracted on (B)(6) 2015 because it dislodged. No subsequent device or clinical adverse events have been reported. The physician was contacted and he reported the lead was not placed properly, it was tangled up. The lead was explanted, and they were able to fix the problem. The lead was actively implanted for approximately 1 year, 7 months.